Manufacturer narrative:
A medtronic representative reported that upon start up, two thuds were heard. The staff then smelled an odor while acquiring a 3d image. The imaging system went to spin and a noise was heard before it went into shutdown mode. After this, the gantry would not open. The surgical team moved the patient and bed from the imaging system. The imaging system was taken out of the room. The site then manually opened the door.there was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned. An onsite inspection was scheduled for a later date. During the onsite inspection, the medtronic representative reported that the issue could not be reproduced. The rep turned on the system and the door opened successfully. The medtronic representative replaced the standalone x-relay and the battery terminal. The replaced parts were not sent back to the manufacturer for further analysis. A successful system checkout was performed which verified that the issue had been resolved. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that upon start up, two thuds were heard. The staff then smelled an odor while acquiring a 3d image. The imaging system went to spin and a noise was heard before it went into shutdown mode. After this, the gantry would not open. The surgical team moved the patient and bed from the imaging system. The imaging system was taken out of the room. The site then manually opened the door. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned. An onsite inspection was scheduled for a later date.